Manufacturer narrative:
The device was received for evaluation. The exposed portion of the soft cannula was found to have a tear on the left and right side. The tears caused a leakage, as fluid was observed exiting a tear. There was no other damage found with the device. The external cannula tear has been identified as the root cause of the leaking during wear. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose rose to 400 mg/dl (22.2 mmol/l) between 5 and 24 hours of wearing the pod. The reporter stated there was insulin leaking from the pod. The pod was removed from their abdomen, and a new pod was applied to resume treatment. The device evaluation found tears in the cannula.